Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3521991, mpxr #399567 (rep): information was received from a manufacturer¿s representative (rep) regarding a patient who was receiving 30 mg/ml of dilaudid at 4.8 mg/day for non-malignant pain. On (B)(6) 2017, it was reported that, while in the process of implanting the pump, the pump was alarming. The patient¿s pump was being replaced due to normal eri. The pump to be implanted was pre-primed, but the pump alarm occurred while the pump was being connected to the catheter and it was immediately disconnected. The rep indicated that they were not aware if they saw a pending alarm message when first interrogating the pump. Pump event logs showed that a motor stall occurred on (B)(6) 2016 while in shelf state at 23:40 and recovery occurred on (B)(6) 2016. The pump was removed before pocket closure and was replaced with a back-up pump, which was implanted with no adverse events. No symptoms were reported and no adverse event for the patient. The event was confirmed as resolved. The patient¿s medical history included chronic non-malignant pain and an allergy to morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: the type was reportable event was updated from previously being a malfunction to now a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Update: the previously applied conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Intervention required was unchecked and the type of reportable event was updated from serious injury to malfunction. Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.